Event description:
It was reported that the patient had been in the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached greater than 500 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include unresponsive and looking vaguely at the ceiling. It was also reported being unsure if the cannula was properly seated in the infusion site (leg), and that the pod was leaking. The patient was treated with antibiotics and was back using their pod. The patient was hospitalized at the time of reporting, (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud - locked down/smartphone phone_control_android. Cloud - omnipod 5 software app version 3.1.6. Cloud - operating system ap3a.240905.015.a2.a156usqs7cyf1. Cloud - hardware sm-a156u. Cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.